Event description:
A report was received that the patient was experiencing a painful pocket site. The patient underwent a revision wherein the pocket site was repositioned. The patient is reportedly doing well following the revision.